Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that t wave oversensing was observed on the implantable cardioverter defibrillator. Reprogramming changes were made. The patient was stable.

Event description:
New information received notes the t wave oversensing observed was post paced t wave oversensing. As previously reported programming changes were made and the patient was stable.